Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1806119, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-31. Medical device lot #: 1807215, medical device expiration date: 2023-06-30, device manufacture date: 2018-07-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of discardit¿ ii syringe w/o needles experienced foreign matter contamination prior to use.

Event description:
It was reported that an unspecified number of discardit¿ ii syringe w/o needles experienced foreign matter contamination prior to use.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lots. Bd has been provided with the affected sample. After the evaluation of the returned sample, bd confirms the reported issue and concludes that the white particles inside the syringe were composed by lubricant from the syringe barrel. Conclusion(s): based on the customer description, bd considers that the particles could be composed by lubricant from the syringe barrel. Possible particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #(B)(4).